Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and additional information. The device was received at the service center for evaluation, and the only physical part returned was the clip. The device was not returned in its original packaging and the entire device was not returned for evaluation. A visual inspection of the return condition of the device, revealed that it was only the clip portion with the clip arms in an open position. The clip pipe, which is attached to the outer portion of the clip was missing, exposing the inner spring of the clip. The full functions of the device were not able to be tested as the entire quick clip was not returned for evaluation. Based upon the evaluation of the returned clip portion of the device, the exact cause of the reported complaint of the clip failing could not be determined, as the entire device was not returned for the evaluation.

Manufacturer narrative:
This report has been updated in the following fields: g4, g7, h2, h6 and h10. Original device manufacturer has investigated the failure of the clip becoming disassembled from the hook upon exposure from the sheath. The cause has been determined to be the large clearance space between the clip arm and hook, causing the clip to be detached from the hook. Olympus has implemented stricter factory management standard of hx-202 clip arm, including a 100% inspection of the manufacturing process and modification of the size variance of the hook. These countermeasure were implemented on devices in lot# 99k, therefore this clip was manufactured prior to the new specification.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that the user experienced difficulty while using a clip during a colonoscopy/polypectomy procedure. As the nurse extended the clip out of the sheath while inside the patient, the silver portion of the clip would usually advance forward to hold the clip closed upon deployment; however, this time, it detached from the clip. The clip was then inside the patient open with a spring attached to it. The silver part that usually covers the spring and the arms of the clip fell into the patient separately. Both parts were retrieved from the patient and no parts were left inside the patient. The intended procedure was completed and the same device was not used to complete the procedure. No other equipment was replaced during procedure. No patient injury reported.